Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failure alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin 1/6 of the ambient light sensor(u1).

Event description:
The customer reported via phone call that the insulin pump had audio beep anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes 1 and volume 5. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.